Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fresenius cassette and the adverse event of peritonitis. The cause of the reported peritonitis is unknown; therefore, causality cannot be established. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the limited information available, the liberty select cycler and/or fresenius cassette cannot be excluded from having a possible causal or contributory role in the event. Due to the lack of causality, treatment records, discharge summary and culture results, there is insufficient evidence to disassociate the liberty select cycler or fresenius cassette from the event. Furthermore, the patient¿s liberty select cycler and/or fresenius cassette were not received by the manufacturer for evaluation. Should additional information become available, the clinical investigation and file will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was experiencing modem issues while being in the hospital for a week. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was admitted for peritonitis. Additional information was requested, however it was not available. Based on the limited information available, the liberty select cycler and/or fresenius cassette cannot be excluded from having a possible causal or contributory role in the event. Due to the lack of causality, treatment records, discharge summary and culture results, there is insufficient evidence to disassociate the liberty select cycler or fresenius cassette from the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.